Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported that after lunch he had a blood glucose result of 519 mg/dl. He gave a 20 unit bolus with his pump and his reading did not go down after 2 hours. Customer went home and disconnected from the pump. Customer gave a novolog injection and his blood glucose returned to normal range. Customer went back to work. He did not require any outside assistance. Customer dispensed a standard bolus of 15 units of insulin and one drop came out of the pump. Customer states he left the pump running last night and nothing came out of the pump. Then this morning customer changed the cartridge and infusion set in hopes his pump would work. He primed the tubing and nothing came out. Customer is contributing the high blood reading to an insulin delivery issue. He reported he received no error message. No adverse event reported. A request was made for the return of the pump and adapter, replacement pump, cartridge and infusion set was sent. Cartridge and infusion set were not returned because he discarded them.